Event description:
During a procedure to treat the common iliac artery the physician tried to inflate the palmaz genesis opta pro long gen 39 x 70 bil 80 balloon and it would not inflate. The product will be returned for analysis. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. The lesion was located in the iliac artery. The lesion was described as 30mm in length, 40% stenosed, with calcification. The reference vessel was non-tortuous. The device prepped normally. The same indeflator was successfully used with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The product was removed intact (in one piece) from the patient. No patient injury occurred. The device was pulled out and an attempt was made to inflate the device on the table. The device would not inflate. A boston express stent was used to complete the procedure.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15251789 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15251789. Sds-assy genesis subassembly lot 15249821 was reviewed and (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Ca opro subassembly lot 15247510 was reviewed and (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Balloon assy opro subassembly lots 15228741, 15231753 and 15212876 were reviewed and (B)(4) units were rejected during the assembly of these lots. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for these lots. No other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of these lots.

Manufacturer narrative:
The product analysis was completed;therefore, has been updated. When attempting to inflate the balloon in the common iliac artery, it was reported that the balloon would not inflate. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. The lesion was described as 30 mm in length, 40% stenosed, with calcification and non-tortuous. The device prepped normally. The same indeflator was successfully used with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The product was removed intact from the patient. The device was pulled out and an unsuccessful attempt was made to inflate the device on the table. There was no reported patient injury. One non sterile catheter palmaz genesis on opta pro 39 x 70 80 cm was received coiled inside a plastic bag. The balloon was not inflated. The stent was not expanded. No other anomalies were observed in the returned device. ID proximal balloon seal was measured with nithinol mandrel ID (B)(4) and no resistance or friction was noted in the shaft, mandrel required per (B)(4). The nithinol mandrel could not be exposed from shaft. In addition the balloon leak test was done per (B)(4), to verify if the balloon can be inflated, however the leak test failed due to balloon could not be inflated. Od stent was measured with micrometer laser with the specification - 2.11 mm in several locations according to (B)(4), 1.95 cm measure distal tip within specification; o.d 1.93 cm measure middle within specification; o.d 1.98 cm measure proximal tip within specification; tool: micrometer laser; ID: (B)(4), due date: (B)(4) 2011. Flushing test was performed and water flows through the guide wire lumen and goes out at the opposite side (distal tip) according to (B)(4). An attempt to inflate the balloon was done per (B)(4) and balloon did not inflate. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cross-sectional analysis was performed in the proximal seal and the inflation lumen was found totally sealed. The following controls are in the opta pro assay line in order to inspect for proximal seal: proximal seal station (B)(4): after completion of this process it is perform a 100% inspection proximal seal. Inflation lumen control (B)(4): in this process it is perform a 100% inspection of lumen inflation. Associates of the opta pro lines were informed regarding customer complaint. This complaint was escalated since it is related to the manufacturing process. To reproduce the reported failure the nitinol mandrel used during the proximal seal process by (B)(4) was wrong positioned in the balloon inflation lumen (out of balloon proximal seal area) giving as a result a rejected part in the uson test conducted by (B)(4). The balloon inflation difficulty complaint reported by the customer was confirmed; the exact cause to this failure is because the inflation lumen at proximal seal area was blocked (closed), as possible contributors to the reported failure has been identified a nitinol mandrel wrong positioned by (B)(4) in combination with an associate error during uson test conducted by (B)(4). The exact cause of the kinks noted in the shaft could not be determined; controls are in place to inspect shaft damage before leaving the facility. A risk assessment has been initiated to evaluate this iss